Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2366700, model: sc-2366-70 , serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the distal end of the lead was poking, not quite out of skin. The patient underwent a revision procedure wherein the lead was pulled back and remains implanted. The patient was doing well postoperatively.